Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported, the customer received a no delivery alarm. The customer's blood glucose was 20 mmol/l at the time of the no delivery alarm. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula. The customer was advised their infusion site may be occluded. Customer's blood glucose was 15 mmol/l at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.